Event description:
It was reported that a patient presented in-clinic. Upon interrogation, it was found that the patient's right atrial (ra) lead exhibited over-sensing of noise and inappropriate automatic mode switch. No intervention was performed. The patient was stable throughout.